Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8336-50 serial#: (B)(4) description: coveredge 32, 50 cm 4x8 surgical lead the explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had an infection at the ipg and lead site. Puss was also noted. The patient underwent an explant procedure. The patient was placed on antibiotics. No device malfunction suspected. The patient was doing well postoperatively.